Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving patient notification alert for out of range pacing lead impedance. Upon interrogation, high pacing lead impedance was observed. The patient had fallen off a ladder previously. In fluoroscopy, it was noted that the lead was pulled back to tricuspid valve. Lead was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.